Event description:
Analysis of the returned device found that the subject stent was broken/fractured during use. There were no clinical consequences to the patient reported as a result of this event and the procedure was completed successfully.

Manufacturer narrative:
Due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. During the visual inspection, the device was returned. The subject stent was deployed without any issue and was noted to be deformed. The proximal, mid and distal stent delivery wire (sdw) was kinked. The dpa and retract pad were intact. The subject stent was microscopically examined and was noted to have frayed braid edges. The subject stent was also noted to be broken/fractured. The introducer sheath tip was noted to be damaged. The functional inspection was not applicable. The reported ¿stent failed/unable to open (when not implanted)¿ could not be confirmed during analysis of the returned device but the analysis results are consistent with the reported event. The device failed to meet specification when received for complaint investigation based on the analyzed anomalies noted to the device. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. It was reported that ¿following proper positioning, the physician began to deploy the subject stent. However, during deployment, the middle section of the subject stent consistently failed to open. After three consecutive attempts to retract and redeploy the subject stent, the middle section still remained unopened. Ultimately, the physician replaced it with another stent of the same model and successfully completed the surgery¿. Additional information did not indicate any issues noted during unpacking or set up of the device, and the device was prepared as per directions for use (dfu) instructions. The anatomy was reported to be moderately tortuous which may have contributed to the reported event. Product analysis found the returned stent delivery wire (sdw) to be kinked/bent, the subject stent was deformed with broken/fractured braids, and the introducer sheath tip was damaged. An assignable cause of procedural factors will be assigned to the as reported/ as analyzed defect ¿stent failed/unable to open (when not implanted)¿ and the as analyzed defects 'stent delivery wire (sdw) kinked/bent', 'stent deformed', 'stent broken/fractured during use' and 'stent introducer sheath distal tip damaged' will be assigned to this investigation as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the directions for use (dfu) but due to procedural and/or anatomical factors during use, the product performance was limited.